Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, rewind test, prime test seating test, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and current blood glucose was 91 mg/dl. Customer also stated that she has not received any alarms from the pump. Troubleshooting was performed for high blood glucose level. The product will be returned for analysis.